Event description:
It was reported that (1) device was used during a laparotomy. It was reported by the rep that the pmw35 had a problem with staple not releasing from the stapler. The case had to be completed by suturing. The pt had significant scarring developed as a result. The device was discarded.